Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient¿s blood glucose (bg) level reached over 400 mg/dl while wearing the pod between 4 and 24 hours. After realizing elevated bg levels, patient found the pink slide did not move forward as intended; this indicates that a needle mechanism failure occurred. Upon removal, the cannula also appeared bent and there was a possible allergic reaction to the pod's adhesive. This pod was discarded.